Event description:
An operating room (o.r.) Nurse reported having issues with the cassettes and that 2-3 cases have resulted in posterior capsular (pc) tears requiring anterior vitrectomies. The facility noted that when using cassettes from a different lot, no pc tears occurred. Additional information was received from the operating room nurse. This report represents the third case. During this case, the system "lost prime" and there was difficulty engaging the cassettes. After changing the tubing, the issue was not resolved. Different cassettes from the same lot number were attempted to be used and the surgeon was able to complete the case. The nurse was unsure if a pc tear occurred.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).